Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. This event is related to MDR # 1810909-2019-00528.

Event description:
An advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and an additional contour next one meter for evaluation. An in-house testing was performed using the returned meters with in-house contour next test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory.